Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it was discarded. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia, ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 28 mmol/l (504 mg/dl) vomiting and diarrhea, while wearing the pod on the leg between 24 and 36 hours. The pod was removed, discarded and the cannula was noted to be bent. At the hospital, the patient was administered a manual insulin injection and a new pod was applied.